Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted and the device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. No damage or moisture damage on keypad assembly, no unlocked electrical board keypad connector noted and verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with case cracked behind the device at the corner of the belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was not working and buttons were not working. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. Customer stated that the crack outside of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.